Manufacturer narrative:
Event description: updated

Event description:
It was further reported that: the fiber splintered at its tip, causing laser to scatter. No part of the fiber detached. There was no harm to the patient.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 198,398 joules and 29:10 minutes the fiber tip broke. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. No harm to the patient reported.